Event description:
A surestep meter at the facility was reported to have the code button not functioning. This issue was not resolved with troubleshooting. There was no adverse event reported due to this issue. A replacement meter was sent to the facility. This case is reported as a meter malfunction since the code button would not operate and the meter code could not be set.